Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va04drv, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found no significant anomaly. It was noted that the lead body conductor had a short between circuits (overstressed/damaged). Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the lead migrated and the entire system was replaced (B)(6) 2014. Signs and symptoms included the patient feeling a ¿sensation¿ in foot. The event was noted as possibly related to device or therapy and possibly related to implant procedure. The event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.